Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 25-apr-2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the lens was received inside the original daisy wheel, inside the original folding carton. The lens was visually inspected revealing that the lens was coated in viscoelastic residue. The lens was cleaned and inspected revealing that one haptic was detached. No further issues were identified. No damage or defect was observed in the drill hole area where the haptic was detached, also no damage to the lens was observed. The detached haptic was inspected, some distortion that could be related to the handling of the unit when removing it from inside the cartridge was observed. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: sections a-4 patient weight and a-5 patient ethnicity and race: unknown/asked information unavailable. Section b-3: date of event: unknown/asked information unavailable. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted, therefore not explanted. Section e-1 reporter telephone number: (B)(6) - field only accepts the us phone number format. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported at the time of implanting the sensar ar40e model intraocular lens (iol) amputation of one of the haptics still inside the cartridge was observed. The implantation of the iol was stopped and a new iol was requested which was implanted into the patient's operative eye without any issues. No further information is available.